Event description:
It was reported that when the implant box was opened, both the outer and inner sterile plastic boxes were cracked. The plastic was noted as being extremely brittle. A 45-minute delay in the procedure was incurred.

Manufacturer narrative:
Eval summary: it is unk how many times the device may have been in transit over the past nine years. It is likely that the age of the device and transit damage contributed to the inner and outer cavities breaking. The packaging material and inner and outer cavity designs were updated in 2004. Eval: device history records indicate all components were manufactured and inspected to specification.